Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing had a loose connection to the drip chamber and started to separate from it during use. The following information was provided by the initial reporter: "this complaint was started as we had experience at least 2 instances of the tubing coming detached from the chamber involving lot (10)22039413... We had this happen again friday involving a different lot... As mentioned before, the hose isn¿t breaking. The connection to the chamber just isn¿t secure enough under normal use and they are coming apart."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-oct-2022. H6: investigation summary: the customer reported detachment at drip chamber, and returned one used sample of material 10014881. The sample verified the complaint. The root cause was further investigated by manufacturing, and they found the problem to be an omission of gumming in operation 4. A quality alert was issued to personnel so they are aware of the issue. Device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing had a loose connection to the drip chamber and started to separate from it during use. The following information was provided by the initial reporter: "this complaint was started as we had experience at least 2 instances of the tubing coming detached from the chamber involving lot (10)22039413... We had this happen again friday involving a different lot... As mentioned before, the hose isn¿t breaking. The connection to the chamber just isn¿t secure enough under normal use and they are coming apart."